Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lower than expected heart rate. Intermittent loss of capture was noted on a electro cardiogram (ECG) and the patient was admitted. The right ventricular (rv) lead was reprogrammed which resolved the issue, however the physician opted to cap and replace the rv lead. No further patient complications have been reported as a result of this event.